Event description:
On 12/2, the pt was lethargic, thirsty and "feeling awful." Based upon "low readings", she did not take her daily dosage of insulin. A meter reading at 5/p was 86 mg/dl. Because she was feeling so bad, she was transported to the emergency room by her husband where, one hour later, the hosp's meter read 560 mg/dl. A current reading taken on the pt's meter was 66 mg/dl, while a lab result drawn at the same time was 582 mg/dl. The pt was diagnosed with diabetic ketoacidosis and treated with IV fluids, potassium and insulin. The meter was in calibration on 12/9, reading 85 versus a range of 73-98.